Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory test results and the physical evaluation results for the subject scope. The olympus scope was sent to an independent laboratory for microbial testing. The scope¿s distal end/elevator mechanism and the instrument/suction channel tested positive for the acinetobacter genomospecies and micrococcus luteus. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. The customer returned the olympus scope for evaluation. A visual inspection on the received condition was performed and a brownish stain was found inside the biopsy channel wall at the distal end side when inspected with an olympus boroscope. There was no signs of foreign stain or substance on the suction channel port/wall, bending section cover/glue, insertion tube, distal end cover, light guide lens, objective lens and elevator forceps raiser. The scope passed the leak test. There was also slight discoloration noted on the bending section cover glue at both the insertion tube and distal end sides. Based on olympus¿ investigation, the exact cause of the reported event cannot be confirmed. However, insufficient reprocessing cannot be ruled out as a contributory factor. However, as a preventive measure, the reprocessing manual states, ¿all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿

Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported events but no information was obtained. The scope was returned to olympus for evaluation; however, the device evaluation is still pending. As part of our investigation, an olympus endoscopy support specialist (ess) visited to the user facility on february 21, 2019 to observe the staff¿s reprocessing practice and provide a reprocessing training. The ess observed the user facility uses the medivators scope bubby to suction and flush detergent, rinse and aerate during the manual cleaning. There was no suction unit in decontamination room. Demonstrated how to use the injection tubes for flushing. They also use the endochoice hedgehog channel/valve cleaning brush. The ess recommended using the olympus brush. Customer does not have 30cc syringes in stock, recommended to purchasing correct size syringes. The ess ensured all reprocessing steps were discussed and demonstrated properly and provided a copy of the reprocessing training to the user facility gi coordinator. The reprocessing manual provides several warning and cautions statements in an effort to prevent cross contamination. ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) including the forceps elevator recess prior to storage, will lead to an infection control risk.¿ olympus will continue to investigate and if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the device culture tested positive for an unspecified microorganism or bacteria after is had been used during a procedure and then reprocessed. The therapeutic procedure was completed using the same equipment without issue. There was no patient infection associated with this report.